Manufacturer narrative:
Correction: e4, h11. Did not include related MFR numbers in the initial report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. There are three associated devices for the reported event. The first insertion kit is addressed under manufacturer report number 1220648-2025-49341. The second insertion kit is addressed under manufacturer report number 1220648-2025-49343. The pump (impella cp) is addressed under manufacturer report number 1220648-2025-49342. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported an impella cp on a 75 year old male for support for cardiomyopathy. It was reported that during support, patient has frequent runs of premature ventricular contractions (pvc) after weaning off of levo. There was no additional information provided for treatment.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are three associated devices for the reported event. The first insertion kit is addressed under manufacturer report number xxxx. The second insertion kit is addressed under manufacturer report number xxxx. The pump (impella cp) is addressed under manufacturer report number xxxx.